Event description:
Consumer complaint of high blood results. Expected blood glucose results is about 110 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call after meal ((B)(6) 2013; 11:35 am) with results of 340 mg/dl and 310 mg/dl. Test strip lot MFR's expiration date is 6/13/2015. Recall test results performed from meter memory. Based on the customer's expected results (110) and the highest result in memory (353), the complaint is reportable (zone c). No adverse event reported.

Manufacturer narrative:
(B)(4). Product not returned for eval. MFR acknowledges lateness of the report per internal corrective action. This report should have been identified as reportable within 30 days of the identification ((B)(6) 2013). Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.